Event description:
The customer called to report that a physician intent, planned total dose, was not adding up as expected. The physician's intent prescribed dose/fraction cgy = 333.0, the number of fractions is 20. The planned total dose cgy is displaying 3663.0cgy which is wrong; it should be 333.0 x 20 = 6660.0 cgy. This is the way it is saved in the data base, closing and reopening the patient does not change the number. If the planned no fraction dropdown list is used and reselect 20 as the number of fraction, the 20 becomes bold, indicating a change and the planned total dose then adds up correctly. The customer created a second physician's intent where the dose adds up correctly.

Manufacturer narrative:
Varian's initial investigation has been able to confirm this issue: it was found that the reported wrong prescription was the only wrong record on the database out of over 2800 prescriptions. Varian testing has not been able to reproduce this issue. Although there was no reported injury in this case, the available information suggests a possible malfunction of the device. Though the initial investigation has confirmed the customer's allegation, the issue has not been reproducible. Varian has determined that an MDR is appropriate, as the safety implications of this issue have not yet been fully assessed and should this possible malfunction recur, this issue may potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation/risk hazard analysis.